Event description:
Reporter alleged obtaining discrepant blood glucose valves of 411 mg/dl back to back with a result of 156 mg/dl when testing was performed 1 minute apart on the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.